Event description:
A doctor reported to baxter (B)(4) that the tip protector had come off of the patient line on the cassette used for peritoneal dialysis (pd). There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. No further information is available.